Manufacturer narrative:
According to the facility, "sometime in late august during prep for a cardiac procedure, the pa was not able to inflate the balloon once in the patient. The catheter inflation valve would not allow for inflation with the included syringe. A new catheter was reinserted without issue". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "sometime in late august during prep for a cardiac procedure, the pa was not able to inflate the balloon once in the patient."